Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. On 11/01, patient's blood glucose was 7.0 versus the lab's 5.4 mmol/l. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.